Event description:
It was reported that the device displayed an error code 41622. The event occurred during testing. There was no delay in therapy or patient involvement.

Manufacturer narrative:
B3 - date of event: unknown, no information provided to date. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D4: primary UDI number corrected. H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. Service history identified the complaint was not related to a previous service of the device within the review period.